Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the electrode belt failed the hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node (dn). The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. In addition the shrink tubing came loose on the pulse wire inside the dn. The loose shrink tubing caused shorts in the dn. The root cause for the loose tubing was unable to be positively determined. No adverse event resulted from the damaged connector or loose tubing. The last pt to use this electrode belt did not report any deficiencies.